Manufacturer narrative:
The customer reported that the unit was power cycling during testing. The customer was instructed to replace the battery, which was more than 2 years old. We consider this a failure of the battery.

Event description:
The customer reported that the unit was power cycling during testing.